Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. Date of issue and insertion is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they were in the check-out line at a grocery store, experienced a hypoglycemic event and ¿passed out¿. Emergency medical services (ems) was called, his blood glucose was found to be 22 mg/dl and unspecified treatment was provided. They stated they did not receive alerts and remembers that the cgm displayed a value of 67mg/dl. Prior to entering the store, they took their blood glucose, 189 mg/dl and took 2 units of insulin because they had eaten a grapefruit. They were in the store for approximately one hour prior to the ¿passing out¿ in the check-out line. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.